Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and cholecystitis ('gall stone inflame') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included pelvic adhesions. Concurrent conditions included dysfunctional uterine bleeding and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced migraine ("migraine/migraine/headache"). In (B)(6) 2012, the patient experienced cholecystitis (seriousness criterion medically significant). In 2015, the patient experienced cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/mild cramp"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), headache ("headaches"), weight fluctuation ("weight gain,weight loss"), ovarian cyst ("ovarian cysts"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain lower ("lower abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (gallbladder removed). Essure treatment was not changed. At the time of the report, the perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, hypersensitivity, psychological trauma, cystitis, urinary tract infection, vaginal infection, migraine, headache, hormone level abnormal, weight fluctuation, ovarian cyst, female sexual dysfunction, cholecystitis and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cholecystitis, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, migraine, ovarian cyst, pelvic pain, perforation, psychological trauma, urinary tract infection, vaginal infection and weight fluctuation to be related to essure. The reporter commented: no. Of coils on each side- 4 on each right & left diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ovarian cyst, pelvic pain, vaginal bleeding and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs & mr received. New events were added: apareunia (inability to have sexual intercourse), gallstone inflame and lower abdominal pain, onset date of the events were added: migraine/headache, bladder infection, uti and vaginal infection. Reporter information, medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other'), ovarian cyst ('ovarian cysts') and cholecystitis ('gall stone inflame') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included pelvic adhesions. Concurrent conditions included dysfunctional uterine bleeding and ovarian cyst. In 2009, the patient experienced migraine ("migraine/migraine/headache"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced cholecystitis (seriousness criterion medically significant). In 2015, the patient experienced cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/mild cramp"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), headache ("headaches"), weight fluctuation ("weight gain,weight loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain lower ("lower abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (gallbladder removed and right oophorectomy). Essure treatment was not changed. At the time of the report, the perforation, ovarian cyst, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, hypersensitivity, psychological trauma, cystitis, urinary tract infection, vaginal infection, migraine, headache, hormone level abnormal, weight fluctuation, female sexual dysfunction, cholecystitis, abdominal pain lower, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cholecystitis, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, migraine, ovarian cyst, pelvic pain, perforation, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection and weight fluctuation to be related to essure. The reporter commented: no. Of coils on each side- 4 on each right & left on (B)(6) 2004, right oophorectomy was performed. Essure (or any part of the device) removed- no diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ovarian cyst, pelvic pain, vaginal bleeding and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received. New events: bladder or urinary problems or changes were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), weight fluctuation ("weight gain,weight loss") and ovarian cyst ("ovarian cysts") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, hypersensitivity, psychological trauma, cystitis, urinary tract infection, vaginal infection, migraine, headache, hormone level abnormal, weight fluctuation and ovarian cyst outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, hypersensitivity, migraine, ovarian cyst, pelvic pain, perforation, psychological trauma, urinary tract infection, vaginal infection and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event injury nos replaced with event perforation: other, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, hypersensitivity, psych injury, bladder problems, urinary problem, bladder infection ,uti, vaginal infection, migraine, headaches, hormonal changes ,weight gain, weight loss, ovarian cysts and plaintiff did not undergo essure confirmation test. Patient demographic details, reporter and product information was added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.